Event description:
Customer called to report that there is a leak in the reservoir past the second o-ring. Customer stated that the problem occurred with five reservoirs. Customer stated that there is no fluid in the pump. Customer's blood glucose reading was 156 mg/dl. Reservoir is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.